Manufacturer narrative:
Device evaluation: the lens was returned dry in lens case/vial. Visual inspection found a piece of lens optic and haptic torn/broken off. Unable to perform dimensional inspection since haptic/optic missing. (B)(4). Date of event: (B)(6) 2018. The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -06.50 diopter, in the patients left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting and elevated intraocular pressure (iop). The lens was exchanged on (B)(6) 2019 for a shorter lens and the problem was resolved. The cause of the event was unknown. Implant date: (B)(6) 2018. Explant date: (B)(6) 2018. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -06.50 diopter, in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was not exchanged for another lens. The cause of the event was unknown.